Manufacturer narrative:
Initial investigation report attached is on retained samples only. (B)(4).

Event description:
On (B)(6) 2019, with 1hr and 20 minutes left into a 4.25hr treatment, the system clotted and the staff was unable to return the patient's blood. The clinic set up a new system and patient was able to complete the remaining 1hr and 20 minutes. Patient used to receive heparin but was stopped due to vaginal bleeding. Staff did not record the lot number for the dialyzer used. Clinic checked the patient's hemoglobin levels and they were 9.2g/dl. (Dialyzer was disposed) patient has a cvc(dialysis catheter), bfr is 400, dfr is 800. On (B)(6): 2nd incident, same patient, with 1hr and 30 minutes left into a 4.25hr treatment, machine alarmed for high venous pressure, clots were noted on the bloodlines and the dialyzer, but the staff was able to return the patient's blood. Patient received 2000 units of bolus heparin, clinic is giving the patient 100ml of heparin flushes every hour, and will do continuous flushes of 300ml/hr with her next scheduled treatment. Hemoglobin levels were checked and the results were 9 g/dl. Patient is now on max does of aranesp.

Manufacturer narrative:
Initial investigation report attached is on retained samples only. (B)(6)2019: final investigation report on actual used sample is attached. - attachment: [odt report 48359 (190065) 20190801.pdf, odt report 48359 (190065) 20190909.pdf].

Event description:
On (B)(6) 2019, with 1hr and 20 minutes left into a 4.25hr treatment, the system clotted and the staff was unable to return the patient's blood. The clinic set up a new system and patient was able to complete the remaining 1hr and 20 minutes. Patient used to receive heparin but was stopped due to vaginal bleeding. Staff did not record the lot number for the dialyzer used. Clinic checked the patient's hemoglobin levels and they were 9.2g/dl. (Dialyzer was disposed) patient has a cvc(dialysis catheter), bfr is 400, dfr is 800 on july 23: 2nd incident, same patient, with 1hr and 30 minutes left into a 4.25hr treatment, machine alarmed for high venous pressure, clots were noted on the bloodlines and the dialyzer, but the staff was able to return the patient's blood. Patient received 2000 units of bolus heparin, clinic is giving the patient 100ml of heparin flushes every hour, and will do continuous flushes of 300ml/hr with her next scheduled treatment. Hemoglobin levels were checked and the results were 9 g/dl. Patient is now on max does of aranesp.